Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on f ring, the focus does not work properly"; poor water-tightness of cable unit, water tightness is lost". A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was damage in the cable unit, the displayed image is flickering. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.